Manufacturer narrative:
1038671-2024-00449 d10: 3607986 - 122-65-15 - 6.5mm acetabular bone screw 15mm 3870245 - 122-65-30 - 6.5mm acetabular bone screw 30mm 2877838 - 170-36-00 - biolox delta femoral head 36mm od, +0mm 2085613 - 180-01-58 - nv crown cup clstr hole 58mm group 3 3661244 - 188-01-11 - wedge plasma x/o sz 11 multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-00449. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 94 months after a left total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, metal related pathology, osteolysis, and synovitis. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.